Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shutdown overnight as the customer slept. Reportedly, the customer had inadvertently put the pump into shelf mode. The customer's blood glucose level was impacted.